Event description:
Additional information received from the healthcare provider (hcp) via a clinical study indicated the underlying cause of the motor stall was still under investigation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated by the site that the outcome of the event resolved on (B)(6) 2017. No further complications were reported.

Event description:
Additional information received from the healthcare provider (hcp) via a clinical study reported a system modification procedure was performed on (B)(6) 2017 due to pump failure. The pump was explanted and replaced.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study and device manufacturer representative regarding a patient receiving remodulin (10 mg/ml at unknown dose) via an implantable infusion pump. The patient's medical history included being on a heart and lung transplant list. It was reported the pump status and/or event log report indicated a motor stall occurred. The patient went to the emergency room and a representative was called there to program the pump off. It was noted the patient would be getting oral medication. No patient symptoms were reported. It was later reported the patient heard the alarm and drove himself to the emergency room. The hcp was scheduling to have the pump changed out in the next week or so. For now, the patient was stable on an external line and was hospitalized at an experienced pain and pah hospital near his home. Once the change out was scheduled, the hcp would arrange for his transport up to another hospital. The pump was actively terminated on (B)(6) 2017. The event was considered related to the pump. The event was reported as resolved on (B)(6) 2017 however additional treatment was still planned.

Event description:
Additional information received from the healthcare provider (hcp) via a clinical study reported the patient heard a critical alarm and paged the hcp and was sent to the hospital. It was noted the patient had no side effects. The event was considered unresolved with further actions or treatments planned.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues of the gear train. Analysis identified stall due to shaft-bearing. Eval code-conclusion updated to (B)(4). The main component of the device system; the other relevant components include: product ID: neu_unknown_cath, serial# unknown, product type: catheter. If information is provided in the future, a supplemental report will be issued.